Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s., (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -1.50/+3.0/x044 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. The reporter indicated the patient experienced a refractive surprise and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.